Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damaged due to customer returning it opened/used.

Event description:
It was reported that the insulin pump alarmed lost sensor. Customer's blood glucose reading was 92 mg/dl. Customer stated that the sensor cannula may have gotten lost in the his body and damaged during insertion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.